Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
While using night aligners the patient reported, "a black area on gum tissue between 25 and 26, comparing to original photos this dark area does not seem to be present prior to treatment".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.